Event description:
The patient's wife reported that, while the patient was changing the insulin cartridge of his infusion device, the rubber stopper on the insulin cartridge remained attached to the piston rod of his device. This caused insulin to spill into the cartridge chamber. The patient stated the piston rod of the device "looks corroded" and will not retract properly. The patient stated he has to "bang" the infusion device to clear e10 (cartridge error) message he receives. The patient was advised against "banging" the infusion device. To troubleshoot, the patient was instructed to try a cartridge change but the device would not advance beyond the "returning piston rod" screen. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.